Event description:
It is reported that the patient was doing well until approximately four months after implantation and then developed swelling, fluid, and bad pain in the knee that continues to this day. It is also reported that the surgeon drew fluid off of the knee; however, it filled with fluid again.

Manufacturer narrative:
This report will be amended when our investigation is complete.